Event description:
Reportedly, since implantation on (B)(6) 2013, episodes showing simultaneous non-physiological signals on both atrial and ventricular channels were recorded in the device memory. Proper functioning of the leads was observed; the capture thresholds were within normal range and signals were appropriately detected. During the explantation procedure performed on (B)(6) 2020, blood was found in the atrial port. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Expertise of the returned pacemaker revealed irregular tightening marks on the atrial and ventricular set-screws. It is suspected that the simultaneous noise oversensing resulted from connection issues at both levels. Based on available data, the beginning of an atrial lead issue could not be excluded.

Event description:
Reportedly, since implantation on (B)(6)2013 , episodes showing simultaneous non-physiological signals on both atrial and ventricular channels were recorded in the device memory. Proper functioning of the leads was observed; the capture thresholds were within normal range and signals were appropriately detected. During the explantation procedure performed on(B)(6)2020 , blood was found in the atrial port. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
Reportedly, since implantation on (B)(6) 2013, episodes showing simultaneous non-physiological signals on both atrial and ventricular channels were recorded in the device memory. Proper functioning of the leads was observed; the capture thresholds were within normal range and signals were appropriately detected. During the explantation procedure performed on (B)(6) 2020, blood was found in the atrial port. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.